Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: product type catheter product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for spinal pain. The drug, dose, and concentration were unknown. It was reported that an MRI check was properly completed. ¿motor stall occurred" and "motor stall recovery occurred" displayed in the event logs. It was clarified that the motor stall recovered on (B)(6) 2017 about 25 minutes after the MRI had taken place. The manufacturing representative did not know the exact times of the stall and recovery. The patient was sent to inpatient after the MRI because she had spinal meningitis. The patient was going to be transferred to [a different hospital] for care. Surgical intervention did not occur. It was unknown if surgical intervention was planned. It was unknown if the issue was resolved. However, it was noted that the patient¿s status was alive ¿ no injury. The patient¿s medical history and weight were unknown. There were no further complications reported.